Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: the device could not be removed smoothly as the anvil did not tilt after firing. The donut tissue was found to be normal, however, during leak test bubbles were observed coming out the crossed staple lines. The surgeon sutured the area to complete the procedure. No bleeding was reported, however, the surgery time was extended by thirty mins. The pt is currently in well condition.